Event description:
Pt was implanted with a monarc sling on (B)(6) 2009. "(B)(6) 2009- released from" hospital, "left leg began to swell, went to the hospital with swollen left thigh, was found to be in kidney failure. Readmitted and released (B)(6) 2009. Incontinence started immediately following surgery. A catheter was placed but after removal incontinence still continued to the point of where depends were required. (B)(6) 2009, was referred to urologist after gynecologist could not find the source of the incontinence. (B)(6) 2009, a cystoscopy was done. Mesh found to be in the bladder and urethra. Urethra being held open by the mesh. (B)(6) 2009, surgery with" physician ``attempted to remove the mesh in the bladder and urethra but she was unable to remove it all". "(B)(6), cystoscopy. (B)(6), surgery for mesh removal". "(B)(6) urinary tract infection. (B)(6), 2010-cystoscopy". (B)(6) 2010-uti. (B)(6) 2010-surgery, "new sling with my own tissue put in. "Feb 15, 2010-catheter removed, unable to urinate, had to self catheterize". (B)(6) 2010 "painful sex and urination". "(B)(6) 2010 surgery performed, a&p mesh removal. Cysto showed mesh filaments in bladder. (B)(6) 2010, still having blood in urine. (B)(6) 2010, still having blood in urine-maybe from a small kidney stone. (B)(6), lithotripsy, stone removed. (B)(7), still blood in urine, CT scan done, showed something still in bladder. Pelvic floor physical therapy started for painful urination and sex. (B)(6) 2010, cysto done." "Showed more mesh in bladder. Surgery scheduled for (B)(6) 2011 with" "to have mesh removed from bladder."

Manufacturer narrative:
Other info rec'd indicate the pt also had a (B)(6) 2009 surgery for mesh removal (partially), (B)(6) 2010 surgery performed mesh removal (partially).